Event description:
It was reported that during the implant procedure, the physician tried to place the lead into the interventricular septum and cardiac perforation was suspected. The intracardiac potential in unipolar induction showed potential like surface electrocardiogram, but cardiac perforation was not confirmed by echocardiography. The lead was repositioned into the interventricular septum again and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.